Event description:
It was reported that at the last ICD change out, the lead was not sensing properly and had a noise problem. At the time of the ICD replacement, the lead sense/pace connector was placed into the lv port, and the device sensed normally. The physician decided recently to cap the sense/pace portion of the lead. The defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.